Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion, the spring wire guide kinked and the wire separated from the core wire. As a result, everything was removed and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).